Event description:
It was reported that this lead was explanted due to high pacing impedance and high threshold approx. 116 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented into 3 segments. All fragments were received for analysis. An extraction aid was found on the medial fragment. The analysis showed that the medial and distal fragments were found covered in fibriotic growth. Calcification is known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the clinical observations. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.